Event description:
It was reported that a shaft break occurred. During delivery of a 10mmx3.00mm wolverine coronary cutting balloon, it was noted that hypotube shaft got separated at a location outside the guide catheter hub. The device was removed and the procedure completed with another of the same device. There was no injury to the patient.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon wings were found to be wrapped. There were no issues noted with the balloon material. All blades were securely bonded and no damage to the blades were noted. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination was completed on the shaft of the device. A hypotube break was identified at 10cm distally from the strain relief.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a shaft break occurred. During delivery of a 10mmx3.00mm wolverine coronary cutting balloon, it was noted that hypotube shaft got separated at a location outside the guide catheter hub. The device was removed and the procedure completed with another of the same device. There was no injury to the patient.